Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 28, 2023.

Manufacturer narrative:
This report is submitted on may 31, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to electrode migration. The patient was reimplanted with a new cochlear device during the same surgery.